Event description:
It was reported that during the surgery, the tip of the driver broke off. The tip was retrieved but the surgeon could not complete the surgery.

Manufacturer narrative:
Product is expected to be returned, but has not yet been received.